Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Potential causes for the reported issue could be inadequate fixation, incorrect surgical technique, severe force applied to the implant, excessive twisting or stretching, off-label use, inappropriate device positioning, and patient touching/picking at the wound. The clinical representative confirmed the implant procedure was conducted per IFU and the cause of the erosion is unknown. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the loss of therapy is due to migration and erosion. The cause of the migration and erosion is unknown. Therefore, conclusion has been selected as no problem/fault found.

Event description:
The patient reported lead migration and loss of therapy. The patient also had a subcutaneous abcess that developed and was prescribed antibiotics. An explant procedure was performed on (B)(6) 2022 due to lead erosion. No further issues have been reported.